Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses and suffered several unexplained systemic symptoms, including bilateral breast pain, bumps on breasts, bubble on breasts, feels ripples on breasts, line across implants, concave dent on breasts, right breast is very soft and appears deformed, nipples feel bruised, dizziness, inflamed lymph nodes, migraines, and bilateral capsular contracture (baker grade IV). In addition, the patient reported that it feels like her right implant has flipped and that it has ruptured. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.